Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a PICC line was inserted in february this year ¿ used for administering of chemotherapy and blood. The patient was scheduled to receive chemotherapy yesterday. It was found to be leaking when saline was injected ¿ it was clearly visible that it was dripping from the zero-point of the catheter. The patient was not harmed. Fortunately, the nurses checked by injecting saline into the PICC line before starting the cytostatic treatment ¿ this allowed them to see that the catheter was leaking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. A needleless injection cap was present on the red lumen luer adaptor and a statlock retainer was attached to the molded joint. Both lumens of the sample were flushed with a 12 ml syringe of water. A leak was observed just distal to the molded joint when the white lumen was flushed. A microscopic observation revealed a split where the leak was seen. The split was observed to have uneven edges, wrinkling near the edges, and a rough fracture surface. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.